Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's settings were adjusted while he was in the hospital. When the infusion set was removed from the customer's body, it was discovered that the cannula was bent. The customer was using quick-set infusion sets. The customer's doctor switched the customer to silhouette infusion sets after the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.